Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and gastric stimulation. They stated they did not think the implant was working properly. They stated it was old and they were getting really nauseated. The patient was redirected to a healthcare professional (hcp). No further patient complications were reported as a result of this event.